Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed july 25, 2016.

Manufacturer narrative:
This report is filed may 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.